Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Manufacturer reference number: 2017865-2021-27370. It was reported that the patient developed a pocket infection. The entire system including the pacemaker and right ventricular lead was extracted. The patient was asymptomatic.